Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was confirmed due to the electrode belt¿s ECG "c&d" cables being damaged, breaking the +5v, lead-1, and lead-2 wires. The belt was unable to complete a falloff test. The root cause for the damaged cables was physical abuse. There was no adverse event that resulted from the damaged belt.